Manufacturer narrative:
(B)(4).

Event description:
On 28mar2016 a patient¿s (pt) parent called to report that the pt (female), (B)(6), has been wearing the acuvue oasys contact lenses. The pts parent ordered a year supply and later the pt was diagnosed with a ¿bad corneal infection caused by a fungus.¿ the parent reported that the pt has not been able to return to contact lens (cl) wear. The pts parent also reported that the pt has an ¿autoimmune disorder and the infection started just 5 days after his/her infusion back in (B)(6).¿ the parent reported that ¿it has taken 6 months of wearing eye glasses and several kinds of eye drops to get the pt where we are now, ready for contacts again, but the pts ophthalmologist has banned the pt from soft contacts because of the scarring on the cornea and the pts risk of repeat infections because of the pts autoimmune disorder and treatment.¿ on 30mar2016 the pts parent reported that the pts ¿eye infection did not improve and a culture was taken from the pts eye and determined the corneal infection was fungal caused by mold (type unknown.) The pts parent reported that the pt ¿has been refit in hard contact lenses and the eye care professional (ecp) recommended that the pt wear glasses. The pts parent reported that the pts ¿va has improved and is 20/25 with glasses.¿ the pts parent reported that the pt wore the acuvue oasys cls for 2 weeks and does not sleep in the lenses. On 18apr2016 the pts parent reported that the pt ¿was refit in hard contact lenses and the pt is working to a daily 8 hour wear schedule very slowly.¿ the pts parent reported that the pt is currently doing well. A lot history review was performed and revealed the batch did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot # b00kbc6 was produced under normal conditions. The pts medical records were received on 07apr2016: medical records summary: date of visit: (B)(6) 2015. Chief complaint: pt c/o occ gritty & sandy in the morning; goes away on its own; pt was dx with ra 4 years ago; feels distance vision is good as well as near. Va: scl: with cls: od: 20/20; os: 20/20. Os: ocular adnexa: no lesions noted; lid margins: quiet; eyelid ???, no fb, no folic. Reaction; spk +2 dl?; tear break uptime 3 sec; conjunctiva os: quiet; cornea os: clear; tear break uptime 2 sec; fundus; optic nerve: 3. Impression: 1. Ra; 2 des ou; 3. Mgd ou. Plan: 1. Dryness is a symptom of auto immune problems; 2,3 eyes look dry and oil pores not working, talked to pr about plugs; recommend using art tears for contacts rec using 3-4 times a day + rec taking omega 3 oils bid + w/c general massage for 15 sec can take 1-2 months to work in future; + start emycin q hs ou; could try restasis if other stuff doesn¿t help. Date of visit: (B)(6) 2015. Chief complaint: 5 wk f/u; check des ou; mgd ou; + decrease in sandy/gritty feeling ou in am since ov; no tearing ou; no burning ou; no itching ou; + va good ou with cls since l.o.v. Va: f 20/20; with c 20/20. Current drops/vits: + systane ultra bid ou; w/c q hs ou x 15 min (pack); no e-mycin ¿ d/c¿d 2nd to no like ung around ou. Impression: 1. Des ou; 2. Mgd ou. Plan: 1 & 2 use ung q hs on lashes; cont w/c¿s and systane still mild-mod dryness; wait to put cls in as late as can after waking up; consider restasis. Date of visit: (B)(6) 2015. Chief complaint: today q 15 min os burning; red tearing-took cl out about q9:30 am today. Va: f 20/20; with c 20/20; + recent n? Tx for ra. Current drops/vits: systane ultra bid ou; w/c (gel packs) q hs x 10 minutes. Spk +2ou; lid margin/adnexa: os: + mod/thick sludge with pressure from oil pores. Impression: 1. Des ou; 2. Mgd ou. Plan: increase w/c¿s 1-2 times a day x 15 min; try omega 3 ii po qd; increase at¿s; can consider restasis in future. Date of visit: (B)(6) 2015. Chief complaint: em with c/o about 5 days; va cloudy, like looking through fog or watery, consistent; + sports of sting, burn, water; + red and swelling and photophobia. Va: f 20/40; ph 20/40. Current drops/vits: pf ¿ dc¿s wed (about 5 days); zylet qd ou; restasis bid ou; prednisone po 5 mg bid (total for 5 days); (B)(6) 10-6 saw pediatrician and was given pred forte bid stopped and was told to use zylet. Os: + cloudy, + sensitive to light, + foggy vision started x 7 days ago ¿ doing w/c; zylet. Exam: epi defect ? Fungal; no cells; trace inj; + cls wearer; d/c cls 1 week ago; (-) washes cls with well water; (-) sleeps in lenses. Impression: corneal ulcer os. Plan: tobradex qid os; continue d/c contact lenses; if worsens rtc; stop restasis; continue lubrication; if fungal may get worse. Date of visit: (B)(6) 2015. Chief complaint: 8 day f/u; check ulcer os. No photophobia; os still ¿ headlights appear foggy/larger/stretched; + va still sl blurry os, but doing better per pt; + tried to wear cl x 1 week ago ¿ only wore x 10 min 2nd to able to tolerate; no burning os, no tearing os, no redness os. Exam: scarring with mild inflammation; sclera ¿ quiet; iris/pupil: flat/round. Impression: k ulcer os ¿ improving. Cont. Tobradex qid. Date of visit: (B)(6) 2016. Chief complaint: 6 days f/u for k ulcer os + os seems worse x 2 days + os very light sensitive x 2 days; + va blurry os; + redness os; + pain os ¿ seems worse today w/glasses. Va: f: 20/20. With correction: 20/50. Ph os: 20/40 -1. Current drops/vits: + tobradex qid os; + systane prn ou. Exam: os: sclera: white; conj: quiet; iris/pupil: flat/round; cornea: deep/quiet; infiltrate unchanged, inflammation slightly worse. Impression/plan: k ulcer os ¿ slight worsening; increased tobradex to qid; if no response will culture next week. Date of visit: (B)(6) 2016. Chief complaint: 1 week check: fu k-ulcer os. Os feels no better than last visit ¿ more tearing os ¿ feels more wet; been waking up past 2 nights with pain os and excessive tearing; poor view 2nd to photophobia. Va f 20/20. With correction 20/40 -1. Current drops/vits: tobradex q 2 hours while awake os. Exam: os: conj: 2+ inj; cornea: epi defect, inflammation. Impression/plan: k-ulcer os; now with epi breakdown; ? Fungal; stop tobradex; start t-mycin q2 hours while awake; start natacyn q2 hours while awake; culture (B)(6). Date of visit: (B)(6) 2015. Chief complaint: 1 week fu k-ulcer os. Ache os, moderate; constant; tearing os, excessive in the am; no longer being awakened with pain; va os ¿very poor¿; poor view 2nd to photophobia. Va f 20/20; with correction 20/40 -2. Current drops/vits: natamycin os q 2 h ¿ 8 x/day; tobramycin os q2h ¿ 8x/day. Exam: os: edema; ulcer/infiltrates. Impression/plan: k-ulcer os ¿ awaiting culture results. Final culture reports dated (B)(6) 2015 ¿ culture, anaerobic bacteria w/gram stain, final: os; no bacteria noted; culture eye - final: os; result: mold isolated; see fungus for identification; no bacterial pathogens noted; culture, fungus w/smear not hair, skin, blood ¿ result - preliminary: mold present on culture; identification to follow ¿ culture in progress. No additional medical information has been received. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
On the initial report, reported that the pt had a date of visit: (B)(6) 2016 which is incorrect - the correct date of visit is (B)(6) 2015; also a date of visit was initially reported as (B)(6) 2016 which was incorrect - the correct date of the visit occurred on (B)(6) 2015.